Manufacturer narrative:
Describe event or problem: updated.

Event description:
On (B)(6) 2017, the patient underwent an endovascular procedure using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses (ibe). It was reported that on (B)(6) 2017 during a follow up computed tomography angiography (cta), an unspecified endoleak was observed. The physician has indicated that the endoleak is not causing a change in the size of the aneurysm. The physician was unsure of the potential cause of the endoleak and might intervene in (B)(6) 2017.

Manufacturer narrative:
A review of the manufacturing records for the devices could not be conducted because the lot numbers remain unknown. Further information was requested. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent an endovascular procedure using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses (ibe). It was reported that on (B)(6) 2017 during a follow up computed tomography angiography (cta), an unspecified endoleak was observed. The physician has indicated that the endoleak is not causing a change in the size of the aneurysm. The physician was unsure of the potential cause of the endoleak and is planning to intervene in (B)(6).